Event description:
Legal counsel for patient provided information that indicated the patient underwent total right hip arthroplasty on (B)(6) 2010. Medical records provided by patient's legal counsel revealed that a revision procedure was performed on (B)(6) 2014 due to pain, loosening, and displacement of the cup. Revision operative report noted a pseudotumor and metallosis were found during the revision procedure. All components were removed and replaced with competitor product. A review of the invoice history confirmed the initial surgery date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-01617 & 01775).